Manufacturer narrative:
Additional information provided: the customer¿s report that the pump module did not alarm for ail while on a patient was not confirmed. Physical inspection of the device noted no damage or any anomalies. Review of the logs shows the pump module was infusing the fluid 0.9% sodium chloride (drugid=3) at a rate of 75ml/h. The pump module had alarmed for detected accumulated ail at 1:45am. A new vtbi at 950ml was entered and the infusion was restarted at 1:53am; it could not be ascertained from the log if a new bag had been hung. The infusion was manually terminated at 2:04am after having delivered 13.4ml from the programmed vtbi at 950ml; the reason for the early termination could not be ascertained from the log. It was noted that the pump module while in use on the same patient had detected and alarmed for ail prior to the above; it alarmed at 5:24pm on (B)(6) 2019, and at 1:17pm on (B)(6) 2019. The inspection did not find any issues and testing at the incident 250l ail single air bolus setting found the pump module ail assembly to be detecting air in line within specifications. It is possible an ail bolus may have been observed that was smaller than what is required to breech the 250l ail bolus setting. A root cause for the reported issue that the pump module had not alarmed for ail could not be identified; the log events suggests it had alarmed for detection of ail.

Event description:
It was reported that the device did not alarm for air-in-line on patient resulting in a pulmonary embolism that almost caused the patient's death. Although, the customer states that there was no patient harm a pulmonary embolism is considered a life threatening event.

Event description:
It was reported that the device did not alarm for air-in-line while in use on a patient. The customer stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction: b.4 & b.5 a1,a2,a3,a4, b3, b7 requested but not provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device did not alarm for air-in-line on patient resulting in a pulmonary embolism that almost caused the patient's death. Although, the customer states that there was no patient harm a pulmonary embolism is considered a life threatening event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device did not alarm for air-in-line on patient resulting in a pulmonary embolism. The patient was not harmed.